Event description:
It was reported that a half day infusor leaked at its blue winged luer cap. This occurred after the device was filled with desferrioxamine (baxter-compounded solution) and before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The lot was manufactured from august 8, 2014 to august 11, 2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.